Manufacturer narrative:
The returned device was visually inspected in which it was seen that the head of the paddle scraper was twisted and fractured. The complaint is confirmed. The DHR shows that there were no nonconformances or manufacturing issues noted that may have contributed to the event. As the size of the paddle scraper is chosen by user preference, it is possible that the selected size had not been compatible with the patient anatomy.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report two of two for the same event, see also 3004485144-2016-00097.

Event description:
The sales associate reported two damaged instruments. The doctor was turning the scrapers, removing disc, and they both bent. The 9mm has a twisted tip. The 10mm has a twisted tip with one side broken, but there is nothing missing; the tip is a big loop and one side is cracked through. The surgery was completed. No adverse event reported.